Event description:
During use of the powerflex pro balloon it was reported that the balloon burst before reaching nominal pressure. The patient is a (B)(6) male. The target lesion location is unknown. The vessel was described as moderately calcified, with a high grade stenosis. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. There was no difficulty advancing the balloon through the sheath introducer and tracking the device to the lesion. When the balloon was placed at the lesion and inflated, the balloon ruptured at below nominal pressure. The balloon was inflated with a dolpine type inflation device. The type of contrast used in the procedure was iomeron 300 bracco. The contrast to saline ratio was 50/50. After the balloon ruptured, it was safely removed from the patient and another balloon was used to successfully treat the lesion. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, during use of a powerflex pro balloon, the balloon burst before reaching nominal pressure. The target lesion location is unknown. The vessel was described as moderately calcified, with a high grade stenosis. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. There was no difficulty advancing the balloon through the sheath introducer and tracking the device to the lesion. When the balloon was placed at the lesion and inflated, the balloon ruptured below nominal pressure. The balloon was inflated with a dolpine type inflation device. The type of contrast used in the procedure was iomeron 300 bracco. The contrast to saline ratio was 50/50. After the balloon ruptured, it was safely removed from the patient and another balloon was used to successfully treat the lesion. There was no reported injury to the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (calcification) that may have contributed to the difficulty experienced by the customer. Neither the information available nor the DHR suggest that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.